Event description:
The recipient has no more hearing perception with the device since july 30, 2019. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient has no more hearing perception with the device since (B)(6) 2019. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported on (B)(6) 2019 that he no longer had hearing perception with the device. He has been using a 4 channel map since (B)(6) 2016, but up until recently his family and educators thought it best not to pursue re-implantation. With a 4 channel map he was still able to understand speech and speak in full sentences.